Manufacturer narrative:
A device history review revealed no discrepancies that may have contributed to a complaint of this reported condition. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. The actual sample involved in the reported incident was not returned for evaluation. No additional information, pictures or videos were received. Consequently, it was not possible to evaluate it as part of a comprehensive failure investigation . No probable cause was found since no sample, picture or video were received for testing, therefore the complaint cannot be confirmed. If the sample is returned in the future, this complaint will be re-opened for further investigation. Manufacturing performs a 100% leak test and qa in process inspection therefore a leakage would be detected during these processes. No trends or triggers have been found. Therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 12/20/2017. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the peripherally inserted central catheter (PICC) line dressing was changed during intravenous infusion of nutrition and medications. The line was placed in the femoral vein due to patient size and condition. It was originally noted to be leaking at the site. When flushed, the PICC line broke into two pieces approximately 1 cm from the hub. Both pieces were removed without incident.